Event description:
A report was received that the patient developed infection at the ipg site. Symptom of infection included white / yellow pus coming from the ipg incision site, a clear fluid leaking onto the bed was noted, swelling and a sudden onset of pain at the ipg site. The physician examined the incision and there was no sign of infection. The physician suspected seroma leading to infection. Antibiotics was prescribed. The patient underwent a procedure wherein the ipg site was opened and irrigated. Vancomycin powder was placed into the ipg pocket incision and was closed. The patient was reportedly doing well post operatively.